Event description:
It was reported that the displayed air in line unresponsive. There was no reported patient involvement,

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg. 17-may-2025. H3: one device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem could not be replicated; however, visual inspection found a missing downstream occlusion (dso) seal. A new dso seal was assembled. Further inspection found a detached air detector, but it was in good condition and functioning properly. The base area was cleaned, and the sensor was glued. The device then passed all tests after the repairs.